Event description:
The customer states sys will not boot. There is no report of pt injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The lemo connector was tightened during the svc call. The system was tested and found to be working as intended and placed back into svc.